Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s spinal cord stimulator (scs) and their other medical device would not work together at the same time. The patient stated that their scs device wouldn¿t work now because of their other device. The patient mentioned that scs device was located in their spine and their other device was located in their abdomen. It was unknown if any environmental or external factors may have led or contributed to the issue and it was unknown if the issue was resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient's scs system was not working because they had a temporary lead for peripheral nerve evaluation (pne) which has been removed. No further information was reported.